Event description:
It was reported that the tubing became disconnected from the manifold. It was noted that the disconnection could be due to transfer of patient. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the tubing became disconnected from the manifold was not confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned disposable primary set allowing fluid to flow through the sets. The sets flowed freely and ran with no disconnection or leaks observed. An infusion was also programmed with no disconnection, leaks or anomalies observed. Pressure testing also found no issues. Dimensional analysis determined the set's female and male luers to be within specification. The device history record for primary set model 2432-0007 lot unknown could not be conducted because the lot information was not provided. The root cause of the customer¿s observed disconnection was not identified because the customer event was not reproduced during functional and pressure testing.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
A primary tubing set was returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: b4, e1, and g4. B3, b5 and device code updated.

Event description:
It was reported that the tubing became disconnected from the manifold. It was noted that the disconnection could be due to transfer of patient. Although requested, additional information was not provided.